Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited a pacing failure after it was implanted. Two days after the implant procedure the lead was explanted and replaced. During the explant, the lead helix would not rotate to retract. The lead had to be cut and the tip was removed by using a long sheath. No patient complications have been reported as a result of this event.